Event description:
The reporter indicated the patient's generator has reset to zero. In addition, the reporter wanted to increase the patient's settings. After interrogation, the handheld displayed an error message: "the pulse generator is currently disabled due to an unknown reason. The generator is not supplying stimulation." The reporter performed system and normal diagnostics with all parameters were ok. The patient's mother has used the magnet once for each seizure. The patient has about 2-3 seizures a day. The patient's mother reported "323 magnet swipes total, since being turned on in '08." Good faith attempts to obtain additional information are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.